Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/17/2016 for investigation. Investigation results as follows: device history record (DHR) was reviewed and no previous related complaints were reported for this autopulse platform ((B)(4)). A visual inspection of the returned autopulse platform was performed and found the head restraint wires damaged/cut, thus confirming the reported complaint. Also observed was the top cover cracked at the load plate cover, bent battery lock clip and cracked front enclosure. All repaired or replaced to remedy the findings. A review of the archive was performed. No user advisory (ua) 18 (max take-up revolution exceeded) were observed on (B)(6) 2016, the reported event date. However several ua 18, 17 (max motor on time exceeded during active operation), 45 (not at "home" position after power-on/restart), 12 (lifeband not present), and 2 (compression tracking error) were observed on (B)(6) 2016. During functional testing the platform was run with the lrtf (large resuscitation test fixture) for 15 minutes with no issues. The fault was unable to be duplicated. In summary the reported complaint was confirmed based on observing the ua 18 in the archive data on (B)(6) 2016. However the error was not able to be reproduced during functional testing. The platform passed final functional test.

Event description:
It was reported that during patient use the autopulse platform ((B)(4)) displayed a user advisory (ua) 18 (max take-up revolution exceeded) error message. The customer was not able to clear the error message. It was also reported that the head restraint cables were broken/damaged. No patient sequelae reported. No additional information was provided.